Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 242 mg/dl. The customer stated that she was thirsty and vomiting. The customer had just rec'd a replacement insulin pump, but did not feel that the hospitalization was due to the insulin pump, therefore, she declined troubleshooting. Nothing further was reported.